Event description:
A malfunction alarm with code malf 12 was reported, but no significant events occurred before this. The impact on the customer's blood glucose level was unknown, as the customer declined to provide information. Customer technical support (cts) assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.